Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: catheter. Product ID 8596sc, serial# (B)(4), product type: catheter. The pump was returned, and analysis found the catheter body to be broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 27-mar-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal (500 mcg/ml at 100 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient noted a pocket of cerebrospinal fluid (csf) at the pump site. It was also noted the patient was not getting adequate therapy. A catheter revision was done. It was noted during surgery that the catheter was broke at the spinal site. The whole catheter was replaced. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.